Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, heavily tortuous, distal femoral artery the supera stent delivery system (sds) was used according to the instruction for use (IFU) without issue; when the stent was almost fully deployed from the delivery system it was noted under angiography that the proximal section of the stent appeared malformed where the stent struts were twisted inward. The sds was removed from the anatomy without reported issue. A guide wire was placed and a non-abbott balloon was attempted in the stent but without success and no post-dilatation was performed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).